Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device would not run was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed pre-test for unintended motion. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the handpiece device was broken / fractured, and the device was worn. It was further determined that the device failed pretest for general condition, check for unintended motion, check for sticky trigger, and check function of all modes with power module. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.